Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage occurred. The target lesion was located in the right coronary artery (rca). The physician attempted to pass a 3.00x20mm taxus liberte' drug eluting stent to the distal portion of the vessel after having already passed two other stents, but was unable to advance past the middle portion of the vessel. The stent was not deployed and upon withdrawal of the stent delivery system it was noticed that the stent struts at the back end of the stent were lifted. There were no patient complications. This product is only ous approved but it is similar to a marketed us device.